Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 7 years to 10 months over the course of 3 weeks. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was removed and replaced with a non boston scientific device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 7 years to 10 months over the course of 3 weeks. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was removed and replaced with a non boston scientific device. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.